Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 20 x 2.50 promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, the stent went off the balloon. The procedure was completed with another of the device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus premier, ous, mr, 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found a shaft polymer extrusion break 3.2cm proximal of the port bond site (or 99mm distal of the hypo/midshaft bond site). There was stretching in the port bond site for a length of 1mm. The midshaft extrusion was also stretched for 7mm in length proximal of the extrusion break. The port bond stretching and the extrusion break indicate that excessive force was used and resulted in the damage noted. The bi-component bond showed no signs of damage or strain. A visual examination found no issue with crimped stent balloon or tip. The crimped stent od (outer diameter) measured and within specification. The product mandrel was returned stuck inside the stent protector, the ID (internal diameter) measured which is within specification. The balloon cones were reviewed and no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 20 x 2.50 promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, the stent went off the balloon. The procedure was completed with another of the device. No patient complications were reported.